Event description:
It was reported the patient had a loss of therapeutic effect. The patient had increased nausea, vomiting, and stomach pain over the previous month. The stimulation voltage decreased on its own. Reprogramming was performed and stimulation was increased to 7.5 v. The patient recovered without permanent impairment.

Manufacturer narrative:
Concomitant products: product ID 435135, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 435135, serial # (B)(4), implanted: (B)(6) 2011, product type lead. (B)(4).